Event description:
It was reported that a patient presented for follow-up after a day after implantation procedure, atrial lead dislodgement was observed via x-ray. The atrial lead was explanted and replaced when repositioning was unsuccessful. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.